Event description:
It was reported that multiple occlusion alarms intermittently occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.